Event description:
It was reported to philips that the system had a propeller and c-arm movement problem. The user performed a reboot of the system, but the issue persisted. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the c-arm axis drive amplifier test failed. The fse replaced the 2spc-amc and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, the system was being prepped for patient use when the issue was noted. The scheduled procedures were completed using another system. A philips field service engineer (fse) inspected the system onsite and analyzed the log file. Analysis of the log file confirmed the "c-arm axis drive amplifier test failed". It was determined that the amc triple servo drive was likely defective. The fse replaced the amc drive and returned the system to use in good working order. The codes were updated based on the investigation outcome.